Event description:
Patient underwent a lumbar procedure at l3-s1 in (B)(6) 2012. On an unknown date, it was noted the locking caps had backed out bilaterally at l3. The patient was returned to the operating room for revision. It was noted there was a nonunion at l3-l4. The surgeon removed all of the locking caps and both rods. The surgeon noted the screws on the right at l5 and s1 seemed to be loose and he removed these two screws as well. The surgeon replaced both screws at l3 and replaced the right side screws at l5 and s1 and put in new rods and all new locking caps. This report is 1 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Additional narrative: the product development evaluation details the 7.0mm titanium matrix polyaxial screw was returned for the locking cap reportedly being loose. The matrix spine system is a thoracolumbar pedicle screw system designed to provide flexibility, biomechanical performance and a total solution to complex posterior pathological challenges. The locking cap is designed with modified square threads. While these threads have lower friction compared to standard 60 degree v-threads, there are multiple technique errors that could also contribute to the cap loosening. The exact root cause of this complaint could not be determined.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation is ongoing as the part has been received. Review of the device history record showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Device is for treatment, not diagnosis.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Manufacturing evaluation was performed on the returned product. Ti matrix locking cap (part#04.632.000) locking screw and saddle received assembled. There is no visible damage to the locking screw; but the saddle has damage to the threads, on both sides. All described visual nonconformities are post manufacturing. The visual inspection indicates that the body was not perpendicular to the rod at time of final tightening. Although the saddle is not relevant to the complaint condition, the raw material was verified because the threads were received flattened or deformed. Raw material could not be measured because of the product being assembled, but material was verified as correct. All dimensions were within specification at the time of manufacture; complaint is deemed invalid from a manufacturing perspective. Corrected data: contact name changed to (B)(6). 510k number previously reported in error in fu#1, corrected in this report.